Event description:
Pt underwent an apparent uncomplicated tot placement with intraop cystoscopy to rule out bladder injury about 6 years ago. The procedure was performed by dr. (B)(6). She was seen for postop check at 6 wks by dr. (B)(6) with no reported problems and resolution of stress urinary incontinence. Over the next 12-18 months, she presented to her primary physician with intermenstrual bleeding. She had a mirena iud in place for contraception and the bleeding was attributed to the iud which was eventually removed. However, she continued to have intermenstrual bleeding. She was referred to the general gynecology service for eval and was noted to have a focus of granulation tissue in the vaginal fornix. Pt was referred to me for further eval. She had granulation tissue in both anterior vaginal fornices suspicious for tot erosion or perforation. She was taken to the operating room where the t-sling was noted to be exposed in both fornices. The entire sling was easily removed with traction and was not incorporated with the pt's tissue. The pt was managed as an outpatient. On postop f/u, she had return of mild sui, but did not desire add'l treatment, note: removal of sling occurred 2-3 years ago. We do not have a specific date or year to fill in.